Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code 803:07. It is unknown when or in which care area this event occurred. This condition had the potential interrupt delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown.

Manufacturer narrative:
(B)(4). It was reported to baxter canada that a colleague infusion pump experienced a failure code 807:02. Device evaluation: the reported malfunction of a colleague infusion pump experienced a failure code 807:02 was confirmed and reproduced. The root cause was attributed to a defective pump head module. The pump head module was replaced to fix the problem the user interface module software version of this pump is 6.63.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.